Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion. Dfu-0054-eo: avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The complaint allegation could not be confirmed as the device was not received for investigation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/12/2025, a sales representative reported via phone that two device issues occurred during a quadriceps tendon repair procedure performed on (B)(6) 2025. First, an ar-3780sp knee fibertak button failed when the sutures could not be passed through the anchor. While attempting to pass the fiberlink suture, it broke, preventing any suture conversion within the anchor. The suture was removed, but the anchor remained intact in the bone and was left in the patient. Second, an ar-2326bcc biocomposite swivelock anchor malfunctioned when the eyelet prematurely detached from the insertion handle during implantation. The thread on the eyelet was stripped in the process. The failed eyelet was successfully removed from the patient. The case was completed using an ar-5511-cp internalbrace knee ligament augmentation repair implant system. The procedure was delayed by less than 15 minutes. It is unknown whether additional anesthesia was administered. Bone preparation was performed using an ar-3710, and the patient¿s bone quality was assessed as hard. No adverse effects were reported during or after surgery.